Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman ® laa closure device was successfully implanted. A few hours later, the closure device embolized to the aorta. It was retrieved percutaneously and removed from the patient. There were no patient complications and the patient's status is stable.